Event description:
A (B)(6) female patient called zoll customer support to report she was receiving "add gel" messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("add gel" messages) has been confirmed. Upon investigation, the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, damaging wires and causing the "add gel" messages. The root cause for the strained cable could not be positively identified but was likely physical abuse. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.